Manufacturer narrative:
G3: initial awareness date was 1jun2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, ts8850, concept grafix tendon stripper, 7.0 mm, was used during an unknown repair procedure on (B)(6) 2026 when it was reported, ¿the device broke during procedure.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. A good faith effort was made to contact the reporter and get further explanation of what occurred with the device and its contact with the patient; however, to date no response has been received. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.